Event description:
It was reported by the affiliate that the (1) cdh33 was used during a low anterior resection procedure. It was reported that the donuts made looked fine but upon closer inspection with the sigmoidoscope, the anastomisis did not look good. There were air leaks discovered. The surgeon stated that the stapler misfired and that there were malformed staples and staples that did not fire. The case was completed with another device and with no pt consequence.